Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper 1. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Inamed is unable to determine what is meant by the reported event of "access port not working" until additional information is received or the product is returned for analysis. Device labeling addresses the possible outcome of leakage as follows: caution: care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube.

Event description:
Reported as "access port not working".